Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the pump emitted multiple communication call service alarms. There was no allegation that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: a review of the pump¿s black box showed one call service 064-0008 alarm on the date of the reported alarm. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps were performed successfully; the pump was exercised for 12 hours with no call service alarms occurring. The complaint of a communication alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.